Event description:
It was reported that when using the bd pyxis¿ medbank tower aux unable to issue medication (morphine conc 20mg/ml), stated the drawer wouldn't open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the user was unable to issue medication. A technical support specialist (tss) had the customer to log out completely and the user once resigned in, the customer was able to issue medication. The system functioned as intended after the technical support specialist troubleshot the device.